Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer went to the emergency room (ER)/hospital (customer did not clarify) to address bg. Customer acknowledged additional assistance is being obtained from the healthcare provider and the diabetic educator. The customer declined to provided further information.